Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05909. It was reported that a burr became stuck in the lesion. A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion; however, it was noted that the burr stopped and was blocked in the artery. It was impossible to start the rotation in two directions, thus the burr and rotawire were pulled and removed as a unit. No patient complications were reported.